Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back and reiterated that they felt like their "machine" was "vibrating all the time" in their bike-seat region. Patient further clarified that it wasn't hurting or causing pain but they could feel it in certain positions like when they would wake up in the mornings and they were laying down. The patient stated that since they last decreased the stimulation, they noticed there was now a stain in their underwear again. Patient services reviewed stimulation and programming considerations as well as device description function and redirected the patient to follow up with their healthcare provider(hcp) to discuss potentially switching to a new program. Patient commented that the past 3 weeks for them had been really crazy and they were grateful to have patient services to discuss their concerns. They asked if they could increase the stimulation up a little more since the stimulation wasn't hurting. Patient services again reviewed stimulation considerations with the patient and the role of patient services and redirected patient to follow up with hcp. Patient stated they would call their hcp upon hanging up to discuss their therapy concerns and programming considerations and noted they may call back later for assistance in switching programs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause of the stimulation vibrating all the time was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that patient said they were sick last week with diarrhea, and it's still continuing this week. The patient said they can feel the stimulation vibrating all the time and it wakes them up at 5am. Patient services walked the patient through how to decrease stimulation. Patient was able to decrease stim to a comfortable level. The troubleshooting steps that were taken on the call resolved the issue. Patient will monitor symptoms. Redirect to hcp if the issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.